Event description:
A resolute integrity drug-eluting stent was implanted in the circumflex artery. Post procedure the patient suffered a gi bleed. Patient was on dapt at the time. Patient is under observation.

Manufacturer narrative:
The patient's dapt was reduced to treat the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.